Manufacturer narrative:
Updated information: d9: device return date. Additional information was provided which states the defective dilator was set to the side for return while the longer dilator was used successfully with the short peel away sheath.

Event description:
Additional information indicates that the short dilator from the 14fr peel-away sheath failed to properly screw or lock into place for sheath delivery. The team instead used a longer dilator with the same sheath, which secured successfully and allowed for proper use.

Manufacturer narrative:
B5 clinical narrative updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 71 year old man had undergone coronary artery bypass grafting (CABG) surgery and was in cardiogenic shock (cgs) post operative. Impella cp was placed for percutaneous coronary intervention (pci) and the grafts found occluded. The dilator would not secure to the peel away and thus a second sheath was deployed without incident.